Manufacturer narrative:
Received one speedband device with the irrigation catheter, ligator head and velcro strap for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found that all bands were deployed and the ligator head teeth were noted to be undamaged. The trip wire was bent in several locations and was partially rolled in the handle which was secured in the handle assembly when received. The suture was intact and attached to the trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report# (B)(4) pertains to the first speedband superview super 7 device and manufacturer report# 3005099803-2017-02388 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands were stuck on the ligator cap and would not deploy. The same event happened with the second device, and the procedure was completed with a third speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer this report pertains to the first speedband superview super 7 device and manufacturer report# 3005099803-2017-02388 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands were stuck on the ligator cap and would not deploy. The same event happened with the second device, and the procedure was completed with a third speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.